Manufacturer narrative:
(B)(4). There was no reported product deficiency. Dissection is a known adverse event as listed in the xience prime instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (lad) artery with heavy tortuosity and moderate calcification. Pre-dilatation was performed and the 3.5 x 33 mm xience prime stent was deployed at 12 atmospheres; however, a proximal dissection was observed. It was noted that the dissection may have been caused by the stent delivery system balloon over hang. The dissection was treated with a new xience prime stent and the procedure was successfully completed. No additional information was provided.